Event description:
This report is based on information provided by a philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the pic ix hardware indicating that ¿red alarm¿ not coming on the phones that the nurses carried. The following functional tests were performed: audit logs from the pic ix have been pulled and analyzed. Results of functional testing indicate there is no malfunction on the pic ix device. The rse confirmed from the logs that the system gave alarms on bed 13-1a at 09.05.12, 9.06.56 and 09.13.04. No other problems were observed. System is fully functional. A good faith effort (gfe) confirms that biomed confirmed over the telephone on (B)(6) 2023 that the philips device did not contribute to the patient event. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported red alarm did not come to the phones that the nurses carried. The device was in use at time of event and a patient died.